Manufacturer narrative:
This type of event is addressed in the device labeling code (B)(4).

Event description:
This pt suddenly lost sound with his cochlear implant. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to MFR's specs. Explantation/reimplantable surgery is scheduled for (B)(6) 2004. The healthcare professional was informed that the explanted device should be returned to cochlear americas.